Event description:
It was reported that customer experienced alarm 9 while using pump and was unable to resume insulin after attempting to reload original cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer did not reuse cartridge, instead loaded new cartridge and successfully resumed insulin delivery under guidance from technical support.